Manufacturer narrative:
Lot#: amx. Method: visual inspection, device history review, complaint history review, risk assessment; result: device was returned for evaluation and the locking ring was separated from the screw. No relevant manufacturing issues were identified for the reported lot. Conclusion: the plausible root cause of the reported event is user applying too much cantilever force during screw insertion.

Event description:
It was reported that; attempted to insert the screw trough the inserter after inserted the cage, the c ring of the screw was broken. Replaced another screw, but it was broken the c ring also. Replaces other screw again and complete the procedure.

Event description:
It was reported that; attempted to insert the screw trough the inserter after inserted the cage, the c ring of the screw was broken. Replaced another screw, but it was broken the c ring also. Replaces other screw again and complete the procedure.